Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysplasia, anxiety, hypercholesterolemia, obesity, menometrorrhagia, hypothyroidism and hyperlipidemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain") and depression ("psychological or psychiatric problems condition: depression and mental anxiety"). In 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anxiety"). The patient was treated with surgery (dilation and curettage with ablation due to complications from the essure). Essure treatment was not changed. At the time of the report, the uterine haemorrhage was resolving and the menorrhagia, vaginal haemorrhage, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: right: deployed with two coils noted into the cavity, right: two coils of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, menorrhagia, anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 33-year-old female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysplasia, anxiety, hypercholesterolemia, obesity, menometrorrhagia, hypothyroidism and hyperlipidemia. Concomitant products included buspirone since (B)(6) 2013, cetirizine hydrochloride (cetirizin) since (B)(6) 2016, meloxicam since (B)(6) 2016, methylphenidate hydrochloride (ritalin) since (B)(6) 2016, oxycodone since 2009, pravastatin since (B)(6) 2016 and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 23 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain / pelvic pain") and back pain ("lower back pain "). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anxiety") and anxiety ("psychological or psychiatric problems condition: depression and mental anxiety"). In 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilation and curettage with ablation due to complications from the essure) and surgery (ablation). Essure treatment was not changed. At the time of the report, the uterine haemorrhage was resolving and the menorrhagia, vaginal haemorrhage, pelvic pain, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: right: deployed with two coils noted into the cavity, right: two coils of the essure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, menorrhagia, anxiety, depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: pfs received. Concomitant drug was added. Added event lower back pain. Updated onset date of events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysplasia, anxiety, hypercholesterolemia, obesity, menometrorrhagia, hypothyroidism and hyperlipidemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain") and depression ("psychological or psychiatric problems condition: depression and mental anxiety"). In 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anxiety"). The patient was treated with surgery (dilation and curettage with ablation due to complications from the essure). Essure treatment was not changed. At the time of the report, the uterine haemorrhage was resolving and the menorrhagia, vaginal haemorrhage, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: right: deployed with two coils noted into the cavity, right: two coils of the essure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, menorrhagia, anxiety, depression . Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. New reporters and reporter information added. Plaintiff demography added. Plaintiff demography added. Product lot number received and indication updated. Events per pfs: abnormal bleeding (vaginal, menorrhagia), pain, psychological or psychiatric problems condition: depression and mental anxiety were added, lot number received. Outcome of the abnormal uterine bleeding was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.